Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was having unfolding issue, stuck in inserter and plunger rod issue. There was no patient contact with the product. A brief description of the event by the nurse indicated that the leading haptic placement looked weird and the lens would not come out of the cartridge. No further information is available.